Manufacturer narrative:
Result - fowler brake.

Event description:
It was reported by service report that the fowler was drifting. It is unk if there was pt involvement, however, no adverse consequences are reported.